Manufacturer narrative:
The suspect device will not be return for evaluation. Therefore, root cause was undetermined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has auto-cycling issue. This event happened during patient use. The patient was transferred to another ventilator and there was no patient harm reported from this event.